Manufacturer narrative:
Patient identifier - no patient involved. Age and date of birth - no patient involved. Sex - no patient involved. Weight - no patient involved. Ethnicity - no patient involved. Race - no patient involved. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings.

Event description:
The user facility reported when the patrician opened the peelpack of the angio-seal, he found that the device was chewed/crunched. There was no patient involvement. Additional information was received on december 6, 2017. At the lower part of the angio-seal device, just upstream of the anchor. There is a slit clearly visible by naked eye. Additional information was received on december 19, 2017. The device was not stored under uv light.

Manufacturer narrative:
This report is being submitted as follow up. No. 1 to provide the completed investigation. One 6 fr angio-seal vip was returned for evaluation. The following components were returned: the hemostatic sheath mated with the arteriotomy locator and the carrier tube assembly. No other accessory components were returned. Visualization of the unused carrier tube assembly revealed a slight kink approximately 4.5190" from the distal end of the carrier tube assembly. No other anomalies were noted with the carrier tube assembly. The complaint description alleged a slit was visible; however, the only slit visible was the preformed slit at the distal end of the carrier tube assembly. The slit was measured with the bypass tube on and was found to be 0.8345" long from the end of the distal tip. The specification of the slit is 0.750" to 0.800" in length per drawing. However, other factors such as collagen expansion could have resulted in the increase. The collagen remained intact with the bypass tube covering the carrier tube assembly. Functional testing of the device revealed no anomalies. The deployment sleeve was moved successfully into the forward lock position and the anchor was revealed. The deployment sleeve was then moved into the rear lock position and the anchor posted. The device was able to be deployed. A kink was found in the carrier tube assembly. With the kink, the device was still able to be deployed successfully. The cause of the kink is unknown; however, off-axis forces have been known to lead to kinks within the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.